Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.transmitter was the initial suspected device, however, upon reviewing user's data in dms, a decline in sensor performance was observed thus the sensor was requested to be returned for further investigation. The user's complaint of mismatches between sensor glucose readings and blood glucose readings was confirmed via data review in data management system (dms). When the returned sensor was investigated, the in-house testing did not reveal any issue with sensor performance. Since the issue reported by the user could not be replicated in the in-house testing, the exact root cause could not be determined. Based on historical data of similar incidents, the potential root cause could be attributed to lack of hydration of chemical component of the sensor.

Event description:
Senseonics was made aware of a hyperglycemia incident due to sensor inaccuracies. At 10:26 am the bg was 214 mg/dl where as sg was 83 mg/dl. Patient did not receive high glucose alerts because the sg value did not cross the hight alert threshold which was set at 175 mg/dl. Patient did not have any symptoms and did not require any medical attention.